Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Analysis could not confirm the clinical observations of suboptimal electrical parameters as the lead was confirmed to be electrically continuous upon receipt.

Event description:
It was reported that this right atrial (ra) lead had dislodged shortly after implant. The patient underwent a revision procedure. Multiple attempts were made to reposition this lead, but unsuccessful due to helix mechanism issues. This ra lead was explanted and successfully replaced with a different lead. No additional adverse patient effects were reported.